Manufacturer narrative:
One photograph of an endotracheal tube was returned for evaluation. Upon visual inspection of the device in the photograph, it was noted that the bronchial tip is blocked. Functional testing included using a device from the production floor. The cuff was dropped on the tip of the endobronchial tube and let it rest for two hours. The tip of the endobronchial tube was blocked similar to the returned sample as a result. The reported customer complaint wa confirmed. The most probable cause of the issue was determined to be that the tip was blocked due to excess cement. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical portex® endobronchial tube was sealed by the cuff following placement in the patient. A tube change was performed with no adverse patient effects.